Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units or more of insulin during the load sequence. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.